Event description:
It was reported that a user on the ilet experienced hyperglycemia after a meal, with elevated blood glucose persisting for approximately 1 hour and 20 minutes before returning to target without a supply change. No alerts or alarms were reported, and the event resolved with ongoing monitoring and education on algorithm adaptation. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention beyond monitoring, and resolution of the event. Investigation included technical support review and user troubleshooting education. Investigation of this case revealed no confirmed device malfunction and a probable postprandial excursion with algorithm adaptation in early use. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as designed based on available information.